Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to low blood glucose on an unknown date. Blood glucose level was 20 mg/dl. The customer stated they programed the insulin pump incorrectly and had experienced several low glucose events. It was unknown whether customer was used insulin pump system within 48 hours of reported event. The customer went in coma due to low blood glucose level. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.